Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. D4 batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the generator kept on saying to adjust jaws and would not fire, even when adjusted. A different product inside the box was received. As in the box I received was of enseal x1 straight jaw, whereas the product inside the box was enseal x1 curved jaw. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. H6 medical device problem code. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.